Manufacturer narrative:
On 22 july 2016 the medical affairs director performed a clinical evaluation based on the x-rays received on 27 june 2016, and commented as follows: bilateral cementless tha on a male patient of (B)(6). On the left hip, object of this report, a highly cross linked pe insert was used. Osteolytic signs are not very marked on the x-ray, but the scintigraphy shows evidence of significant problems. According to report, the patient suffered of back problems and underwent back surgeries. This finding, a significant wear on a xlpe liner is very unusual. The linear wear is not so evident but definitely more than expected, for unknown reasons. Eterotopic ossifications are visible on both sides. Leg length discrepancy was probably present after second surgery. Explants, in particular pe insert, should be analyzed in order to verify if they were correctly and fully inserted in the shell, because a significant possibility is backside wear due to not-fully-seated liners, which would be compatible with the abnormal reaction to a rather limited linear wear visible on x-rays. Same comments apply for both hips.

Manufacturer narrative:
The patient has pain and probably a second surgery will be performed. Batch review performed on 20 may 2016. Lot 090233: (B)(4) items manufactured and released on 15 may 2009. Expiration date: 2014-03-31. No anomalies found related to the problem. To date, all items of this lot have been already sold without any similar reported event. Not yet explanted.

Event description:
Suspicion of premature wear of the left inlay. The patient has pain and probably a second surgery will be performed.